Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00932. This report is being submitted as additional information. Approximate age of device- 1369 days javascript:void(0). Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the low speed events that were captured in the submitted log file. A distal end driveline replacement was performed by a technical services representative under work order (B)(4). Approximately 20¿ of the external portion/distal end of the driveline was returned. Two rescue tape repairs were observed on the driveline, approximately 1.75-4.75¿ and 4.75-8¿ from the metal connector. Electrical continuity testing of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The pins of the metal connector appeared free from deformation. Examination of the driveline upon removal of the rescue tape repairs revealed multiple tears to the outer silicone jacket, 2.75-8.25¿ from the metal connector. Upon removal of the silicone jacket and clear bionate layer, minor shield breakdown was observed 2.5¿, 3.25¿, and 6.75¿ from the metal connector. Visual inspection of the wires found a breach to the insulation of the red wire, approximately 3.75¿ from the metal connector. The red wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed events that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors of the red wire contacted the braided shield while the patient was supported by the mpu. The manufacturer is closing the file on this report,

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s percutaneous lead (driveline) was covered in rescue tape. The patient was asymptomatic. A request for a log file review was requested of the technical service representative. The data showed low speed advisories and pump speed captured as low as 3300 rpm. A provided external x-ray image of the driveline did not show any obvious areas of concern. The technical service representative was on site (B)(6) 2018 for a percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. The lvad was connected to a grounded patient cable after the replacement and the alarms did not return. No additional information was provided.